Event description:
It was reported that a patient experienced a pericardial tamponade during the mapping of an atrial fibrillation ablation procedure. No rf energy had been delivered. The patient complained of chest pain and shortness of breath. A drop in blood pressure was noted. The procedure was stopped and the patient complaints were addressed. A pericardiocentesis drain was placed and fluid was removed from the pericardial sac. Inspite of multiple attempts to inquire further information regarding the patient condition for this case, no follow up information was provided.

Manufacturer narrative:
No further information is available. Product was discarded by the facility/not returned for investigation. The customer was contacted by biosense webster representative and field service engineer. The hospital ep lab manager advised that this issue was in no way due to any bwi device.